Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device failed to transmit current. The device was connected directly to an adapter cable and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another gold probe utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) gold probe failed to transmit current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the device does not have any visible failure. An electrical evaluation was performed and the device passed the load test. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications. There is no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause classification is "not confirmed." The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device failed to transmit current. The device was connected directly to an adapter cable and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another gold probe utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.